Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the high-resolution stereo viewer (hrsv) right eye was black. The customer reseated the fiber cable connections and restarted the system; however, the issue persisted. The surgeon continued the case. The customer later called back after the procedure was completed and stated that they hard power cycled the system, but the issue persisted the procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the procedure was completed with the original configuration. The surgeon continued with the same surgeon side console that had the video issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci products involved with this complaint to perform failure analysis. The first high resolution stereo viewer (hrsv) was installed on the test system and started up with no errors. There was no noise, and the image quality was sharp and not tinted. The system idled for 2 hours and visually verified that there were no issues. The second hrsv was installed and tested in the test system. The hrsv started up and failed without video on the display. The reported issue was replicated.

Event description:
Refer to h11 for follow-up information.